Event description:
(B)(4) study. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and expired. In (B)(6) 2011, the patient was diagnosed with unstable angina and cardiac catheterization was recommended. The target lesion was located in the distal left anterior descending (lad). The lesion was 80% stenosed, 3.0mm in diameter and 18mm long. The lesion was treated with predilation and placement of a 3.0x20mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel two days post procedure. In (B)(6) 2012, the patient was diagnosed with acute coronary syndrome (involving acute and lateral myocardial infarction) and was admitted on the same day. The patient expired the same day.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer : the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu (B)(4).

Event description:
It was further reported that at the time of the index procedure, the patient presented with dyspnea on exertion and discoloration of hands. At the time of the event, the patient presented with substernal chest pain associated with diaphoresis, nausea radiating to the left arm. Electrocardiogram revealed st elevation and inferolateral subendocardial injury. The patient's condition deteriorated and advance care life support protocol (acls) was completed. The patient's condition stabilized. The patient again went into cardiac asystole. Acls with cardiac pulmonary resuscitation was performed

Manufacturer narrative:
Update - patient codes, describe event or problem, relevant tests/lab data. (B)(4).